Event description:
As reported via the stroll study, a patient experienced a stent fracture. At the time of the index procedure, angiography revealed 95% stenosis of the left superficial femoral artery (sfa). The lesion was de novo, severely calcified and 12 cm in length. The reference vessel was 5.5 mm in diameter. The lesion was treated with pre-balloon angioplasty which reduced the stenosis to 85% and resulted in a grade b vessel dissection. A 7.0 x 150 mm smart transhepatic biliary stent was implanted at the target lesion with 30% residual stenosis and no dissection. There were no adverse events reported and the patient was discharged the following day. Approximately three years after the index procedure, angiography revealed a type I stent fracture of the smart stent in the left sfa. The angle of the fracture was 30 degrees and there was a 1.7 mm gap at the area of the fracture. There was no report of restenosis or other symptoms associated with the fracture.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received on (B)(6) 2012. At the time of the index procedure, the stent was pre-dilated with an ev3evercross balloon. There was no restenosis, thrombosis, flow limitations, or aneurysm related to the stent fracture, and the fracture was not treated. Complaint conclusion: as reported via the (B)(6) study, a patient experienced a stent fracture approximately 3 years after implant. At the time of the index procedure, angiography revealed 95% stenosis of the left superficial femoral artery (sfa). The lesion was de novo, severely calcified and 12cm in length. The reference vessel was 5.5mm in diameter. The lesion was treated with pre-balloon angioplasty which reduced the stenosis to 85% and resulted in a grade b vessel dissection. A 7.0 x 150mm smart transhepatic biliary stent was implanted at the target lesion with 30% residual stenosis and no dissection. There were no adverse events reported and the patient was discharged the following day. Approximately four weeks later, the patient underwent a planned staged procedure of the right leg with arthrectomy, balloon angioplasty and placement of a ev3 protégé stent. Approximately three years later, angiography revealed a type I stent fracture of the smart stent in the left sfa. The angle of the fracture was 30 degrees and there was a 1.7mm gap at the area of the fracture. There was no restenosis, thrombosis, flow limitations, or aneurysm related to the stent fracture, and the fracture was not treated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.